Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). To date it is unknown if the actual device is available for further evaluation. If a sample and/or any additional information becomes available a follow up will be submitted. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that during chemotherapy of durvalumab, leaking was observed from the filter. Nurse who found the leaked stated that the product was leaking from the circle on the back side of the filter. No injury reported.